Event description:
The pt underwent a sling procedure in 2005. Post operatively, the pt is experiencing voiding dysfunction. The physician reports that the device was placed too aggressively. No cough test was done, and the tape was cinched into a zero degree angle. The pt was hospitalized at the time of the original surgery. The pt is scheduled to go back to surgery for release of the sling due to the persistent voiding dysfunction.